Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2013: patient presented with following pre-op diagnosis: discogenic back pain with a pseudoarthrosis of l4-5 and l5-s1 disc joints. Patient underwent following procedures: exploration of the lumbosacral spine and anterior interbody fusion. Patient underwent fusion surgery using rhbmp-2/acs with no complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.